Event description:
It was reported that the patient with this pacemaker experienced discomfort and difficulties breathing. Technical services (ts) was consulted and reviewed stored data. Ts noted a there was farfield oversensing on the right atrial (ra) lead channel. Ts discussed available programming options to solve the farfield oversensing as well as required by the patient. The device will reprogrammed and the patient will be monitored. This pacemaker remains in service. No adverse patient effects were reported.